Event description:
Pt scheduled for bilateral implant removal. Upon doing the surgery, the left breast implant was found to be ruptured and there was silicone throughout the breast and the capsule. The implant and the capsule were removed in pieces. The right implant was intact but upon the explanting surgeon removing the implant, it was ruptured. None of the silicone spilled into the wound. The explanting surgeon was different from the implanting surgeon and neither the pt nor the explanting surgeon knew who the MFR was. The implants and capsule and any other surrounding tissue was sent to pathology for routine examination with no abnormal findings reported. Rptr's facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.